Event description:
Customer reported going to the emergency room for a diabetes-related incident while using the pump and related supplies for insulin therapy. Blood glucose level was recorded at 24 mmol/l, with trace ketones present, but ketone levels were not deemed dangerous or life-threatening by healthcare professionals. No issues were found with the insulin pump system, cartridge, infusion set tubing, or insulin, and the pump was functioning as intended. Customer attempted to resolve the issue using multiple daily injections (mdi) and received treatment with intravenous fluids and insulin, resulting in resolution of the issue. There was no permanent damage identified, and the customer was released from the emergency room on the same day.